Event description:
Roticulator stapler misfired causing surgeon to have to oversew bronchus. Surgeon was using this stapler on the bronchus and according to surgeon, the stapler was closed and compressed the structure, but when the handle was pulled the stapler did not fire and he tried it twice. When he took the stapler out, the staples were at full height and not fired and were loose in the chest cavity. Then the surgeon removed the staples and hand closed the bronchus with simple interrupted 4-0 pds sutures.